Event description:
During a urethral bulking implant on a male patient, a large amount of the first injection extruded into the bladder. The doctor removed the material from the bladder. Three days following the initial bulking implant procedure, the male patient went into retention and was examined in the emergency room. A foley catheter was temporarily placed. The doctor's normal protocol for his male patients that are in retention following a bulking implant is to place a supra pubic catheter. The patient returned to the doctor's off on the fourth day and the foley catheter was removed and a supra pubic catheter placed. The patient was re-examined 28 days following procedure. The doctor described the patient's condition as haveing been voiding all this time, but not completely emptying. During the time the patient had the supra pubic catheter in place, the doctor requested that he measure and document pvr until it was in the normal range. The patient did not measuer or keep documentation of residuals as instructed. Since thepatient did not measure or document, there is no date of resolution for the urinary retention. On day 38, the patient was examined by the doctor and described as doing great, voiding well and only had a residual of 10cc and continent. No further complications have been reported.